Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery analysis test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. No button error alarm noted. Device had intermittent button response on the esc and act buttons due to flattened dome switch (no crease). During visual inspection, the keypad connector on the lcd was found locked properly. Device uploaded properly using carelink. Device had cracked reservoir tube, cracked reservoir tube window, cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and cracked battery tube threads. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. And high and low blood glucose events. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump were hard to press and unresponsive. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer also reported crack on the insulin pump screen. Customer also mentioned that he was hospitalized due to diabetic ketoacidosis and high blood glucose and several low blood glucose events. Customer declined to troubleshoot for high and low blood glucose. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.